Manufacturer narrative:
This report is submitted on january 25, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the surgeon, the patient experienced issues with healing at the abutment site and subsequently was administered injections of medication (type and date not reported).